Manufacturer narrative:
Product ID: 3389s-40, lot# va1shu7, implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1shu7, implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1shu7, implanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Fdc, fdm, fdr codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the ins and extension were placed in the mail to be returned for analysis. They state the low impedance numbers on contact 9 and 10 were 75ohms.

Manufacturer narrative:
Implantable neurostimulator: fdc 11, fdm 4114, and fdr 3221 no longer apply. Fdc 67, fdm 10, and fdr 213 now apply. Extension: fdm 4118, and fdr 3233 no longer apply. Fdm 10 and fdr 213 now apply . Analysis of the implantable neurostimulator revealed no significant anomaly. The battery was at normal end of life. Analysis of the extension revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-may-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported there was premature battery depletion. There were no environmental/external/patient factors known to have led to this issue. The patient was scheduled to visit the clinic. The impedance showed low on contact 9 and 10 on the right side. The issue was resolved after the right extension wire was replaced and the ins was replaced. All impedances were normal now and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.